Event description:
Complainant alleged that during the clinician's second attempt to defibrillate a pt (age and gender unk) undergoing an open heart procedure, using internal (handles part number 8011050101), the device displayed a "no charge" message and a "select defib mode" message. There was no indication of any adverse effect on the pt as a result of the reported malfunction. Several attempts were made to obtain additional event and pt info from the complainant. All attempts were unsuccessful. The reported message of "no charge", is not a viable message on this device, the customer most likely observed a "cannot charge" message on the device screen.